Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the device went "off" and shocked the patient. And that they have been hearing beeping four to five times each time at the same time per day since then. The patient's daughter questioned if the beeping could be turned off. The device remains in use. No further patient complications have been reported as a result of this event.